Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported a glistening issue with an implanted intraocular lens (iol). It was noted that the iol is believed to have been implanted at least 3 years prior. The reporter was unwilling to provide any further information for this case.